Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation and sores under the straps of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cortisone cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.